Event description:
A medtronic representative reported that, while in a spine procedure, the right thoracic tactile probe was bent. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The probe has some general wear with nicks and scratches, but the tip does not appear to be bent. However, the probe would not verify. The reported event was confirmed. The device was replaced and there were no further issues.

Manufacturer narrative:
Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement right thoracic tactile probe shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for evaluation. Part not returned.